Event description:
An aa4204vf model lens tore while it was being inserted. The lens was implanted and the surgeon enlarged the incision to remove the lens. Sutures were required to close the incisional wound. The pt is doing fine.